Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he was recently released from the hospital for diabetic ketoacidosis. The customer's blood glucose was 730 mg/dl. Troubleshooting was declined for the high blood glucose as the customer was having other insulin pump issues. The patient's blood glucose decreased to 180 mg/dl. The device had alarmed failed battery test. The customer stated that the battery cap contacts were not missing or damaged; however, the top part of the battery cap was damaged. The insulin pump will not be returned or replaced. A replacement battery cap was shipped to the customer.